Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned device was evaluated and found to not meet torque output requirements. A review of the manufacturing records did not identify any issues which would have contributed to this event. Investigation of this issue found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004485144-2017-00047 - 3004485144-2017-00050.

Event description:
It was reported that two torque limiting handles failed to torque properly intra-operatively, causing two drivers to strip. There were no reports of patient injury associated with this event. The procedure was completed using additional torque limiting handles and drivers. This is report three of four for this event.